Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) bite damage, the ift buckled, the light guide cable buckled, the remote control buttons cracked, the lcb distal cover glass cracked, the lg cable connector corroded, the light guide cable leak, the distal body worn out, and the light guide fiber bundle (lcb) defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).